Manufacturer narrative:
The insulin pump was programmed and monitored for one day with no blank display. The auto off alarm functioned properly during testing. The insulin pump passed the displacement test, rewind and basic occlusion test. No motor error alarm was noted. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, cracked display window, cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube window and a cracked reservoir tube lip. No damage was noted to the liquid crystal display isolation tape.

Event description:
Customer reported a motor error on her insulin pump. The device also shut off automatically. Customer's blood glucose was 34 mg/dl at the time of the event. Customer's current blood glucose is 88 mg/dl. There were no significant events leading to the alarm. The device was exposed to an airport scanner. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer was advised of the auto off feature and was assisted in adjusting the settings. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).